Manufacturer narrative:
A portion of the device was discarded, and a portion of the device remained in the patient, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to malfunction. The procedure was performed from a right access, since the patient was occluded on both the left and right side. A right atrial (ra) and a left ventricular (lv) lead were present in the patient, but were not targeted for extraction. A spectranetics lead locking device (lld) was inserted into the rv lead to provide traction. The physician began by using a spectranetics 16f glidelight laser sheath with the device's teflon outer sheath. The glidelight device could not advance from the right brachiocephalic vein into the superior vena cava (svc). The physician switched to a cook medical 13f evolution mechanical dilator sheath without an outer sheath. The evolution device could not advance any farther than the glidelight, so the physician switched to a spectranetics 13f tight rail rotating dilator sheath with an outer sheath, and got slightly farther into the svc region. The rv lead released from the rv, but was still stuck, unable to be removed. The physician attempted to snare the lead from the groin with a 30 mm gooseneck snare to hold tension from below to provide additional traction, but this was unsuccessful. The physician then used the 16f glidelight device along with a spectranetics visisheath dilator sheath but it would not advance any farther. The physician performed an energy test on the 16f glidelight device and it was emitting low energy, so the physician discontinued use of this device and opened a new 16f glidelight device. The new 16f glidelight advanced into the svc, but the lead and lld broke near the brachiocephalic/svc junction. The physician inserted a guide wire down the glidelight device prior to removal to see if access could be maintained, but the guide wire was observed to be going into the right pleural space. The patient''s blood pressure was fluctuating slightly; no effusion was noted via transesophageal echocardiography (tee). A glide catheter was put over the guide wire, and several attempts were made to adjust the wire; this took approximately 20 minutes. Anesthesia noted more medication was required to support the patent's blood pressure. Physician consulted the cardiothoracic surgery (cts) fellow who was in the room, and preparations were made in the event the team needed to open the patent's chest. Two cts attending physicians consulted to determine next steps, whether to perform sternotomy, remove rv lead remnant and add an epicardial defibrillator, or wait to monitor for bleeding that might need immediate attention. No effusion noted, but patent's blood pressure dropped significantly. Rescue efforts began, including sternotomy. As they were opening the patent's chest, a pleural effusion was visible via tee with blood in the pleural space. A small (approximately 1 cm) perforation was discovered in the anterior portion of the right brachiocephalic vein (MDR #1721279-2022-00050). The surgeons were quickly able to repair the perforation. They were concerned for the patient to go on pump to remove the rv lead/lld remnant as the patient had lung disease and was still requiring support, although less. They decided to close the patient and planned to do an rv re-implantation with possible removal of the remnant within the next week or so. The physician was unable to unlock the lld from the rv lead as it was broken. The rv lead with the lld inside were cut, capped, and remained in the patient. This report captures the lld which broke along with the rv lead, and was cut and capped and remained in the patient.